Event description:
It was reported that after initial implant, the lead had dislodged. The lead was repositioned. It was later reported again that the lead dislodged to the right atrium. The patient went into af and consequently, received shocks and went into vf. The patient expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.